Event description:
It was reported that prior to the start of a da vinci-assisted sleeve gastrectomy surgical procedure, intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted the isi technical service engineer (tse) with a recoverable fault that would not recover. The site restarted the system, but the issue persisted. The isi tse was able to confirm error 23087 in the logs pointing to the universal surgical manipulator (usm) 2. The isi tse had the site do a hard restart of the patient side cart (psc) and the error cleared. The customer contacted the isi tse again and reported issue persisted and they were debating disabling the usm 2 and moving forward with the case. The site was completing the procedure with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse exchanged the universal surgical manipulator (usm) 2 to resolve the reported error. The system was tested and verified as ready for use. Isi did receive the da vinci usm involved with this complaint to perform failure analysis. The usm was analyzed and found to have an error 23087 in the field but could not be replicated in-house. The unit was tested on an in-house system and passed normal mode. The unit was also tested on a pftp and passed lissajous, sensors check, sine cycle, and carriage sine cycle. The carriage was disassembled, and a fiber was found on the dof 7 (carriage axis 6) window of the isa, but it was not covering any of the sensors. The complaint was not confirmed based on failure analysis.